Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after multiple attempts to fill a cartridge. Reportedly, the customer received an altitude alarm when attempting to load a cartridge during the minimum fill event. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
(B)(4)